Manufacturer narrative:
E.3. Other occupation: senior certified pharmacy technician supervisor. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 internal auxiliary pyxibus cable was damaged with black marks. A field service engineer (fse) powered off the device, replaced the damaged pyxibus cable, and rebooted the station and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 pyxibus cable was damaged. However, there were no delays or adverse events or injuries reported based on this event.